Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced headaches, right facial droop, supplementary motor area, and right shoulder droop. The patient was prescribed temozolomide, bevacizumab, prednisone and dexamethasome. The event was considered ongoing. If additional information is received, a follow up report will be submitted.